Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion within the entire right posterior tibial artery to right peroneal artery with 90% stenosis. A non-abbott guide catheter and two non-abbott guide wires were advanced and crossed the target lesion. A non-abbott balloon dilatation catheter (bdc) and a 1.5x20 mm trek otw bdc were advanced toward the target lesion and pre-dilatation was performed. The bdc were removed. A non-abbott crossing support catheter was advanced to the target lesion and exchanged to a non-abbott guide wire. A 1.5 mm non-abbott atherectomy orbital system was advanced, plaque excision was performed. A 2.5x220 mm non-abbott bdc was advanced and the balloon was inflated for angioplasty. The bdc was removed and a small perforation was noted following angioplasty. Two unsuccessful attempts were made to resolve the perforation by advancing and inflating an unspecified balloon catheter for 10 minutes each. The unspecified balloon catheter was removed. A 2.8x16 mm graftmaster rx was advanced and the stent was deployed but the perforation did not seal. The stent system was removed and a 3.5x16 mm graftmaster rx stent was advanced and the stent was deployed and the perforation was sealed. There was no adverse patient sequela. There was no clinically significant delay in the procedure due to the 2.8x16 mm graftmaster stent not sealing the perforation. The patient remained hospitalized until (B)(6) 2015 for an amputation; however, this is not related to the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: kittykat, 1.5x10 mm trek otw, seeker, 2.5x220 mm coyote. Guide wire: regalia, astato 20, jet wire. Guide catheter: centercross. Other: 1.5 stealth. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx) domestic instructions for use states, the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product deficiency.